Event description:
It was reported that device entrapment occurred. The opticross 6 hd the opticross was advanced over a non-boston scientific guidewire for ultrasound examination of the target lesion. During the procedure, the catheter getting caught on the guidewire. When the catheter was being removed, the guidewire was dragged back with the catheter. It was thought that the guidewire spliced into the monorail segment of the catheter and became caught. The procedure was completed successfully. No patient complications were reported.

Manufacturer narrative:
Date of event was estimated based on aware date.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed the tip was stuck on the floppy end of the guide wire. During microscopic inspection the guidewire exit port was found damaged (deformed/lifted).

Event description:
It was reported that device entrapment occurred. The opticross 6 hd the opticross was advanced over a non-boston scientific guidewire for ultrasound examination of the target lesion. During the procedure, the catheter getting caught on the guidewire. When the catheter was being removed, the guidewire was dragged back with the catheter. It was thought that the guidewire spliced into the monorail segment of the catheter and became caught. The procedure was completed successfully. No patient complications were reported.